Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was 8.9 mmol/l at the time of incident. It was reported that the display was very often white and customer was not able to see what buttons were pressed. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly.